Event description:
This complaint was reported by a customer from USA. A leakage issue was reported. No human harm or medical intervention was repoted . The type of drug during the event was not reported. Since the likelihood of causing or contributing to death or serious injury could not be determined due to insufficient information about the type of drug involved, the complaint is being reported out of an abundance of caution.

Manufacturer narrative:
Eitan medical has requested the the device for investigation. However, the device was not provided by the customer. As a result, a comprehensive investigation of this event could not be conducted. If the device will be provided by the customer, an investigation will be conducted, and the investigation's findings will be presented in a follow up report.